Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. 7 days later, the user tried to remove the subject device from the patient for stent exchange but he could not. The user placed the endoscopic naso-biliary drainage tube to the patient and completed the procedure. The user will remove the subject device at a later date and place a metallic stent to the patient. This is the report regarding the failure of removing the device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the date of the stent placement, it was found no irregularities. Based on the following information, there was possibility that the subject device could not be removed by the patient condition. There was no report of malfunction during stent placement on (B)(6) 2019. It was reported that the patient had a bile duct stenosis. The instruction manual of the device has already warned as follows; when withdrawing this stent, confirm under x-ray that the inserted part of it is free from kinks and is not stuck in the stricture.